Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: first time use of the t pal system and a small dural tear occurred during the procedure. Surgeon thinks the tear may have been caused by the outer shaft of the inserter. Surgeon expressed concerns that the shoulder at the implant interface was too wide and too sharp.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.